Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information the reported suture entanglement, difficulty removing the devic,e and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique prior a percutaneous transluminal coronary angioplasty (ptca) procedure. The arteriotomy was 6f. Reportedly, the suture of the first proglide device was successfully placed at the 10 o'clock position. The suture of the second proglide was deployed at the 2 o'clock position; however, the proglide device could not be removed. It appeared that when the suture of the second proglide device was deployed at the 2 o'clock position and the needles became tangled with the suture and link of the first proglide suture deployed at the 10 o'clock position. The suture deployed at the 10 o'clock position was cut and removed along with the second proglide device. The proglide suture deployed at the 2 o'clock position had been successfully deployed. A third proglide device was used and the suture was successfully deployed at the 10 o'clock position using the preclose technique. The sheath was upsized to a 9f and the ptca procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device and in-training in use of the preclose technique. No additional information was provided.